Event description:
Customer reported that the sensor was giving inaccurate readings. He stated that the day before, the sensor glucose reading was 40 mg/dl when the sensor glucose reading was 237 mg/dl. He stated that he received a calibration error followed by a change sensor alert. Customer did not have the expiration date available at that time and stated that it had been inserted for two days and two hours. Customer stated that there was no entry of an incorrect blood glucose reading and no delayed entry. He stated that the alert was not a result of the first calibration attempt after initialization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.